Event description:
The pt reported that the last two cartridges she used have leaked into the cartridge compartment. She stated that in each case she removed the cartridge for a routine replacement and noticed fluid in the cartridge compartment. The pt confirmed that the liquid smelled like insulin. She stated that with the most recent replacement the entire cartridge was wet and she poured about 1/8 teaspoon of insulin out of the cartridge compartment. The pt denied visible cracks in cartridge and said that she cannot tell where insulin leaked out. She noted that she cycles the cartridges prior to use and does not reuse cartridges. The pt reported that her blood glucose has been in the 200 mg/dl range without symptoms of hyperglycemia or ketones. She explained that she believed her blood glucose has been elevated because she has not been diligent about maintaining her blood glucose within target.

Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge was returned to animas but there is no investigation necessary. Cartridges with lot #b201582 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.